Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to pocket infection. Samples of the tissue were collected for culture. The wound was irrigated with antibiotic solution and was closed afterwards. There were no additional adverse patient effects reported. The ICD was explanted.